Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal therapy via an implanted pump. The brand of baclofen, concentration, dose and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. The patient pulls on a trapeze and the pump site had opened a little bit and was infected. On (B)(6) 2015, the healthcare professional (hcp) reported that the patient's pump eroded through the skin and metal could be seen for at least a week occurring on (B)(6) 2015. The home health nurse had been cleaning the wound and covered the area. They were not sure what led to the event. The managing physician was going to have the patient go to the emergency room (ER) and admit the patient. The physician would decrease the dose, have cultures taken, place the patient on oral baclofen, and have blood work done to check for infection. Then they would have the implant physician explant the pump; however, it had not been scheduled. The issue was not resolved at the time of this report. If additional information is received, a follow up report will be sent.